Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the correct section d9 and to provide the completed investigation results. In the initial report it was reported that the device was available for return however the device was no longer available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Lot number: requested but unknown . Expiration date -unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. Initial reporter name - unknown. Establishment name: unknown. Phone number - unknown. Health professional: unknown. Occupation - unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical received an FDA medwatch report # mw 5095759. The event description states: "the retained right femoral arterial percutaneous closure device s/p emergency right groin exploration with removal of retained closure device and primary arterial repair (B)(6) 2020. Ultimately the device was in a good location on the anterior wall of the common femoral artery. The foot plate appeared to be retained with the device emanating through the arteriotomy."